Manufacturer narrative:
The reported events of high pacing impedance and failure to capture were confirmed. A full lead was returned in two pieces for analysis. Visual examination found two external insulation abrasions at 6.1 cm ¿ 6.4 cm and at 8.8 cm ¿ 9.2 cm from the distal tip, breaching the outer insulation and exposing the outer coil distal to the suture tie impression and the inner coil appeared to be fractured at the end of distal portion. A scanning electron microscope evaluation verified all filars of the inner coil were fractured. The cause of high pacing impedance and failure to capture was due to the exposure of the outer coil in the abrasion region consistent with friction to another device or feature of patient anatomy, and the fractured inner coil consistent with bending fatigue. No other anomalies were found.

Event description:
It was reported, that the patient presented remotely via merlin.net. Upon review of transmission, it was found, that the right atrial (ra) lead exhibited high out-of-range pacing impedance, high capture threshold, and failure to capture. The ra lead was explanted and replaced. There were no patient consequences.